Event description:
It was reported that the device never had good amplitude and could not get a good signal to interrogate in follow ups. The device was explanted (complete) and replaced. The issue was resolved at the time of the reporting. The patient status at the time of the reporting was alive, no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the device had low normal amplitude at implantation around 320 or so. At the office interrogation, it could not generate a signal. At explant, the leads were cleaned and re-implanted and they got a low signal. They determined the best course was explant. The new device had much better amplitude about 540. It was able to be programmed and the incision was closed. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that no evidence of epoxy cracking was observed in the area of the telemetry antenna wires and the telemetry wires were intact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4). Device visually inspected, and electrical and functional testing performed. The device was determined to be functionally okay with anomalies that were insignificant to in vivo performance.